Event description:
The complainant reported an under-delivery. The intended delivery was 900 ml at a rate of 75 ml/hour for 12 hours; however, the actual delivery volume was 250 ml.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The device reported, list number 52034, is an abbott product that is marketed internationally, which is the same or similar to a device, list number 52036, that is marketed domestically.